Event description:
Applied multifunction stat-pads to cardiac arrest pt. Initial alarm of "poor pad contact", followed by "lead off". Rechecked all connections and pad placement, above alarms continued. Other equipment on scene and used without further complication.